Event description:
Patient's original date of surgery was (B)(6), 2010. Her second stage surgery, where the abutment was connected, was (B)(6) 2010. Surgeon denies any surgical or post-operative complications. Patient was jumping on trampoline but unclear if this contributed to the loss of the implant. Mother reported the implant/abutment fell out on (B)(6), 2011. The adverse event was reported to oticon medical on (B)(6), 2011. Parent of patient has elected not to have reimplant surgery. Child will use the device on a softband.

Manufacturer narrative:
Implant loss is not considered by the manufacturer to be an adverse event, since it is not caused by malfunction, or have caused serious injury or death. Implant loss is known to occur, based on known facts for titanium implants intended for osseointegration. Trauma to the abutment that might cause implant loss is considered in the risk management and included in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.